Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of late seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reasons for reoperation are hard, swollen, painful, "slight fluid around the left side implant," and patient concern with the product.

Event description:
The patient reported "left side is hard, swollen and is painful, slight fluid around the left side implant" as well as anxiety due to concern with the product. Device remains implanted.